Event description:
It was reported, gamma 3 nail broke after 1 year of being implanted. Patient did not achieve bone union. Patient was revised to a total hip.

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.